Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a percutaneous nephrolithotripsy (pcnl) procedure performed on (B) (6) 2010 (patient age and weight are unknown). According to the complainant, the device was being used to remove a stone approximately 3 - 4 mm in size. After multiple passes to capture the stone, the device would no longer open. The stone was not in the basket at the time of the device failure. The retrieval basket was removed from the patient and a different device was used to successfully complete the procedure. After the procedure, the physician showed the territory manager the retrieval basket. A portion of the sheath was missing from the proximal end of the device, however, the territory manager did not see the portion detach inside the patient. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a percutaneous nephrolithotripsy (pcnl) procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the device was being used to remove a stone approximately 3 - 4 mm in size. After multiple passes to capture the stone, the device would no longer open. The stone was not in the basket at the time of the device failure. The retrieval basket was removed from the patient and a different device was used to successfully complete the procedure. After the procedure, the physician showed the territory manager the retrieval basket. A portion of the sheath was missing from the proximal end of the device, however, the territory manager did not see the portion detach inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device found that "none of the sheath was missing, as reported." The sheath was severely stretched and kinked throughout the length, and coiled each time the handle slide was moved to the open/close positions. The basket would not deploy from the sheath, and the drive wire would not separate from the sheath. The customer was able to use the device multiple times during the procedure. Therefore, the most probable root cause of this complaint is operational context. It is also noted that a retrieval basket failing to open prior to stone retrieval due to a kinked sheath is not a medwatch reportable condition.